Manufacturer narrative:
As per request from the FDA during a recent audit, submitting MDR supplement in order to correct the type of reportable event to 'serious injury'.

Manufacturer narrative:
The item has not returned at this time, if the item returns, a supplement report will be submitted upon completion of evaluation.

Event description:
Per the customer, dr. (B)(6) had performed a retrograde ureteroscopy (urs) procedure on a patient with medium to large kidney stone burden. The procedure reportedly went well until the scope was attempted to be removed. A ureteral access sheath was used during the case as well as a holmium laser for lithotripsy. The ureteroscope was passed via the ureteral access sheath. The stone was identified in the renal collecting system, a laser fiber was passed via the ureteroscope and the stone was treated with the laser. All standard maneuvers and all reportedly performed without any issues. Upon attempting to remove the scope dr. (B)(6) noted that he could not remove the ureteroscope beyond the distal ureter. After several attempts and reasonable maneuvers to remove the scope dr. (B)(6) asked for dr. (B)(6) to be called - due to his particular expertise in endoscopic stone management. Dr. (B)(6) assessed the situation, performed a few similar maneuvers as dr. (B)(6) had already performed and he too was not able to remove the scope in a retrograde manner. Both physicians determined that the best chance to remedy the situation was to proceed with a percutaneous nephrolithotomy (pcnl) procedure. They placed the patient in the prone position and performed renal access and a pcnl antegrade urs procedure. They were able to advance the stuck ureteroscope back into the kidney and then out of the renal access sheath. It was apparent that the cladding on the scope had broken free and "bunched up" on the end of the ureteroscope. Customer reports this occurred several months ago when performing a combined pcnl/urs procedure-thus not allowing the scope to be removed in a retrograde manner. Dr. (B)(6) was able to remove the broken cladding and strip the scope down to the bare metal core and then they were able to remove the scope in a retrograde manner. They placed a ureteral stent and the procedure was completed without further incident.